Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient from the cobas e 801 module. The initial result was 0.6 ui/l and was reported outside of the laboratory. The result was questioned by the physician in charge of ivf and the sample was repeated on (B)(6) 2021 with results of 53.9 ui/l and 55.3 ui/l. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.